Event description:
I am a ems service that uses 2 defibtech rmc-1000 automatic compression devices for CPR and for no reason, the motor stops and cannot be re-started and manual CPR is restarted. We assumed it was a battery issue, but that is not the case and he have not reached out to the manufacturer for corrective action, I recently received an email in reference to the rmu-2000 arm xr chest compression device from defibtech and have concerns it actually is affecting the model I own. Ref report: mw5159049.